Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.9.0) installed on iphone 16e (ios 18.5) with mmt-1884 780g pump (software ver. 6.21u) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. We were unable to conduct a thorough investigation due to the absence of diagnostic logs required for a comprehensive analysis. We determined that most likely user was not able to pair because teneo detected some problems with security during pairing, most likely its false positive detection. To resolve the issue please advise the patient to be on a stable network and try the below steps. Settings, general, iphone storage, minimed mobile, delete app. By performing this step the customer will remove all the cached information related to the app. Remove the pump from the ios bluetooth settings. Restart the phone. Turn bluetooth off from the ios settings app (settings, bluetooth). Wait 10 minutes, turn bluetooth back on install the minimed mobile app, open the app and attempt pairing again. Issue status: unknown. We haven't received a response confirming whether the recommended steps resolved the issue. As a result, we'll be closing the ticket. If the reported issue persists, we kindly request you to provide the updated information so we can reopen the ticket. In the meantime, if it hasn't been tried already, you may wish to consider the steps outlined below. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a connection issue between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6102.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.